Manufacturer narrative:
Based on the claim against the product by the customer noting the instruments were not aligning properly on universal surgical manipulator (usm) 1 and initially only being able to proceed with three usms, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced and confirmed the issue. The fse found that the usm1 port clutch housing had significant physical damage and replaced the usm to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The usm was analyzed, and the reported issue was confirmed and replicated. Upon receiving the usm, failure analysis (fa) noticed the cannula mount to the insertion motor module was missing 5 of 6 screws and was damaged. On the in-house system, the unit triggered error 23118 indicating a fault with the insertion chipencoder virtual absolute (cva). Fa noticed the insertion cva flat flex cable's (ffc) was cut and missing the gaskets that would have prevented this damage. Fa replaced the insertion cva ffc with a golden unit and the usm was able to start in normal mode. The unit finished system and psc fixture test platform (pftp) testing without triggering any other relevant faults or errors. The usm passed all the other tests. The complaint regarding the instruments were not aligning properly was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported issue is attributed to a usm component failure. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was replaced after the completion of the procedure due to the housing was out of alignment. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the instruments were not aligning properly on the universal surgical manipulator (usm) 1. The customer and the intuitive surgical, inc. (Isi) clinical sales manager (csm) inspected the usm and found the housing was out of alignment. The isi technical support engineer (tse) asked if they could use usm's 2, 3, and 4. The csm stated that the customer would move forward with three usms. The csm later informed that the customer was able to adjust usm 1 to make the alignment work and moved forward with the procedure using all four usm's. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.